Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a hematoma, numbness and paralysis from waist down to the legs. As a result, surgical intervention was undertaken on 31 jan 2020, wherein the entire system was explanted to address the issue.